Event description:
It was reported that pump experienced malfunction code that did not follow any notable prior event. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, and successfully reset it without recurring malfunction, was advised to continue using pump and to call back if issue returned, and acknowledged understanding of instructions.